Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is feeling unwell and experiencing involuntary leg movements. Contributing factors are unknown. The patient took their medication and is waiting for it to take effect. During the guidance on operating mystim, the patient was able to check the condition on the left side, but  struggled to remember which buttons to press (on/ok/b/3.10), and suddenly changed to 2.85. As a result, they were unable to adjust the intensity. It was suggested that they consult a medical facility regarding their pain. The connection between the device and the patient's poor health is unclear. The issue was not resolved at the time of this report.